Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the reported event of the backup system controller not showing anything on the display while connected to a power source was confirmed. The returned system controller (serial number: pcx-11722) was connected a test power module and the screen illuminated white, however, no information could be read from the display. The controller was connected to a mock circulatory loop and operated the pump at the set speed without issue. The controller's lcd screen was replaced with a test lcd screen and the controller was reconnected to a test power module and the display issue was resolved, isolating the issue to the lcd screen. The controller passed functional testing without issue after the lcd screen was replaced. The reported event was determined to be due to an issue with the lcd screen; however, the root cause of the lcd screen issue could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the backup controller was not showing anything on display while connected to power source. The display remained blank even after resting with different power sources. It was suggested not to use the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup system controller not showing anything on the display while connected to a power source was not confirmed. The system controller was not returned for evaluation and no photos were provided for evaluation. It was initially indicated that the controller will be returned; however, additional information provided stated that due to export issues in india, the return status is currently unknown. This file will be reopened with further analysis if the product is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on 17may2017. Heartmate ii patient handbook section 2 ¿how your heart pump works¿ and heartmate ii instructions for use (IFU) section 2 ¿system operations¿ explain the system controller user interface, including the lcd screen. These sections also explain how to perform a self-test to check the controller¿s audible and visual alarms, and explain how to maintain the readiness of the backup controller. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.